Event description:
Halfway through the surgery, the unit began to run at excessive pressure. The unit was shut down and recalibrated. The unit began to operate normal. There were no injuries or complications to the pt. The surgery was completed.